Event description:
Pt underwent microwave ablation complicated by partial retraction/dislodgement of one of two probes. Pt sustained a full thickness burn of the posterolateral right chest wall. Pt underwent operative debridement, excision of necrotic chest wall, partial rib resection, placement of chest tube, closure with latissimus flap. Pt discharged in good condition.